Manufacturer narrative:
A ge service representative performed an onsite investigation. Fault conditions on the rtos (real time operating system) cpu assembly, image processor pcb and video controller pcb were identified. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.